Manufacturer narrative:
Other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient's catheter was replaced on (B)(6) 2017. A catheter event was confirmed. The catheter reportedly needed to be revised due to a return in the patient's pain symptoms and larger than expected volumes of medication retrieved from the reservoir during pump refills. The exact cause of the issue was undetermined. The rep reported that they were in the operating room and were inquiring on how to clear the patient's old medication from the pump tubing. The patient's pump was being filled with a new drug concentration. A new catheter was placed, but the patient's old catheter remained in the patient and was non-functional. No further complications were reported.